Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient has experienced a loss or change of therapy. Hcp said the patient's ins is not working. According to doctor's notes, the device was disconnected before 2013. Hcp didn't know when the device/therapy stopped working, but stated the notes in the file said before 2013. No further patient complications have been reported as a result of this event.